Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was indicated as a heart attack. The caller stated that the customer had high blood pressure and diabetes which may have led to the customer's passing. The last known blood glucose reading was 135 mg/dl and possibly a low blood glucose after that but the caller was not sure. The customer was not using sensors. The customer used a third party continuous glucose monitoring system. The customer was wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis.